Event description:
The accolade stem was in a dull shed, the surgeon had refused to use the device. The customer was concerned if the stem was being reused or if it was a fresh one. The surgeon pointed out that the stem looks used and not new.

Manufacturer narrative:
An event regarding the appearance of an accolade stem was reported. The event was not confirmed. Conclusions: the event could not be determined. It is evident that this return part has minor shading. As per igs (B)(4), coatings visual standards, the mtm¿s 100% inspect all parts post ha coating, this inspection includes color shading [...]. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The accolade stem was in a dull shed, the surgeon had refused to use the device. The customer was concerned if the stem was being reused or if it was a fresh one. The surgeon pointed out that the stem looks used and not new.